Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. Investigation: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. Without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that a bd micro-fine¿ u-40 1ml, 29g x 12.7mm insulin syringe plunger was separating from the stopper. Consumer also states that the plungers are too tight. There was no report of injury or medical interventions.